Event description:
A report was received that the patient was experiencing a painful sensation at the lead site. No device malfunction was suspected. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing a painful sensation at the lead site. No device malfunction was suspected. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician did not believe that the painful sensation at the lead site was caused by the device. The patient was also experiencing soreness at the pocket site, but it was believed to be not device related. The patient underwent an explant procedure. Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a painful sensation at the lead site. No device malfunction was suspected. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing a painful sensation at the lead site. No device malfunction was suspected. The patient will undergo an explant procedure.

Manufacturer narrative:
.